Event description:
It was reported during a da vinci-assisted pulmonary lobectomy procedure the system kept faulting with an error 32098 every few seconds. The reporter power cycled the system reseated arm 4 drape, but the fault kept returning after system power cycle. Technical support engineer (tse) reviewed the logs and confirmed the errors (32098) on arm 4. Tse had the clinical sales representative (csr) power cycle the system and emergency power off (epo) the patient cart. After the system power up and homed successfully, the fault returned. Tse advised the csr that arm 4 may need to be disabled, which would clear the fault to allow uninterrupted use of arms 1-3. Csr disconnected to work with surgeon. The procedure continued as planned with no report of patient injury. Intuitive surgical, inc. Completed following up and obtained the following information: the procedure was converted to vats because the surgeon did not have 4 robotic arms and could not perform the surgery with a 3 arm set up. There was no report of patient injury and patient information was not available.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm) to address the reported 32098 faults. Following service, the system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm unit involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation did not replicate the reported failure, error 32098, but error was confirmed to have occurred via error/system logs. The unit was tested on an inhouse system and passed normal mode. The unit went through more testing on a pftp and passed all the tests. As a precaution the acm board will be replaced.